Event description:
During a periodic monthly inspection, a third party biomed found that the device gave the "connect electrodes" message when the analyze button was engaged or trying to select energy in manual mode. The device was not able to detect the therapy cable connection. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and parts info to repair the device. Follow up with the biomed found that the customer continues to investigate the malfunction and is in the process of isolating the cause. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.